Event description:
It was reported that this lead exhibited a product performance anomaly. Subsequently, it was explanted and replaced. This product has not been returned for analysis. No additional adverse patient effects were reported. Additional information was received that this lead exhibited loss of capture (loc).

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this lead exhibited a product performance anomaly. Subsequently, it was explanted and replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.